Manufacturer narrative:
A product was not returned for analysis. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. The manufacturer internal reference number is:(B)(4).

Event description:
A health care professional reported that during surgery, they noticed a lens with scratch. Additional information has been requested and received stating that, lens was loaded and was about to be inserted, it was stuck halfway, upon taking it out observed scratch on lens. Procedure was completed on the same day with different model company lens. There was patient contact and no patient harm.